Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00039, device 2 is being reported under MDR-2247858-2023-00040, and device 3 is being reported under MDR-2247858-2023-00041.

Event description:
The core lab identified left iliac graft occlusion and kinking in the left iliac graft on the imaging for subject tpa-024-010 1 month visit. The site reported that the subject had a thrombosed left iliac limb incidentally found on 30-day cta; on (B)(6) 2022 underwent thrombectomy and r-->l fem fem bypass. Per the site, not related to the device or the procedure. Patient outcome - "patient is stable. Pending additional information from the site."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00039, device 2 is being reported under MDR-2247858-2023-00040, and device 3 is being reported under MDR-2247858-2023-00041.

Event description:
The core lab identified left iliac graft occlusion and kinking in the left iliac graft on the imaging for subject (B)(6) 1 month visit. The site reported that the subject had a thrombosed left iliac limb incidentally found on 30-day cta; on (B)(6) 2022 underwent thrombectomy and r-->l fem fem bypass. Per the site, not related to the device or the procedure. Patient outcome - "patient is stable. Pending additional information from the site."